Manufacturer narrative:
(B) (4).

Event description:
The patient underwent surgery in (B) (6) 2009 due to a problem with the lead. The lead/stimulator connector was checked and the lead was replaced. Since the surgery the stimulation was working, but the battery was not holding charge. It would go from over half-full to empty between the times the patient was checking it. The patient was seeking help to remedy the system.